Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. During the procedure, the surgeon trialed the 40mm -3 modular head and found it stable. Upon reduction of the hip, the surgeon decided the neck length of the implant was shorter than the trial and the implant was not stable. As a result, the surgeon used a 36mm construct head to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The trial head was not returned for evaluation.